Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer observed the machine and proximal pressure off-sets dropped to <0.5 cmh2o. The customer re-tested the pressure test and it was successful; machine and proximal pressures measurements and calculations were within the acceptable range the unit successfully passed the required performance verification test.

Event description:
The customer reported unit fails pressure test, flow readings are too high out of specification. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 03mar2019, the customer replaced the defective (gas delivery system) gds to address the reported problem. The gds was returned to the manufacturer for failure analysis. The failure was determined to be caused by an out of specification air flow sensor component (u1). Replacement of u1 component corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.